Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the test inflation of balloon with 50% of contrast media inside the vessel of the body (close to operation site), balloon could not be inflated. Balloon was removed outside of the body to attempt preparation with normal saline but burst of the balloon was confirmed. The procedure was completed successfully using other device. No conical consequences were reported due to the event.

Manufacturer narrative:
The device history review (DHR )review indicated that there is no indication that the device, labeling or packaging failed to meet its specifications when release.the subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information provided in the complaint indicated that the device was in good condition after unpacking and during preparation and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned.

Event description:
It was reported that during the test inflation of balloon with 50% of contrast media inside the vessel of the body (close to operation site), balloon could not be inflated. Balloon was removed outside of the body to attempt preparation with normal saline but burst of the balloon was confirmed. The procedure was completed successfully using other device. No conical consequences were reported due to the event.